Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The reported issue was confirmed as there was no image displayed due to a defective/faulty cable. The read cover labeling was worn/faded. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records indicated no previous repair history. Based on the physical evaluation the cause of the reported issue was due to a faulty cable. An investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the legal manufacturer was unable to determine the exact cause of the defective cable. In general the customer is required to check the function of all devices used prior to a procedure. Olympus will continue to monitor complaints for this device.

Event description:
The olympus onsite support specialist was informed that the customer 4k autoclavable camera head had a no image malfunction as the camera "will not connect" was observed during preparation for use. No patient injury or harm was reported to olympus. The camera will be returned for service.